Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the system failed to startup during inspection. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted to the authorized service provider (asp) on 12dec2023, 19dec2023, and 26dec2023 to obtain troubleshooting information, confirmation of the part order, part replacement, and resolution. No troubleshooting was documented for the customer device issue. No gfe response or further information was received from the asp or customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.